Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 42 mg/dl. The customer was unable to troubleshoot at the time of the call, but she did want to check the temporary basal rate setting on the insulin pump. The customer was assisted. Nothing further was reported.